Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The complaint of "display not working", was addressed by replacing the device's display.